Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a endoprosthesis interventional procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to an 8f and the endoprosthesis procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The failure to cycle was not confirmed, but a material separation occurred producing the suture retrieve issue. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported device condition indicates the plunger may not have been fully depressed flush with the handle such that the posterior needle and cuff were not blown through the posterior foot. The observed link detachment subsequently occurred during plunger retraction as the posterior cuff remained in the posterior pocket. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.